Event description:
The distributor reported that the dressing was unable to absorb the exudate. The product was being used, however duration of use was unknown. A video and photographs depicting the issue were received from the complainant.

Manufacturer narrative:
E1: (b)(6). Patient Name or Identifier:(b)(6).Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 1049092Manufacturing Site: 9618003.